Event description:
It was reported that the customer¿s pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer, after a follow-up, was guided by technical support to plug the pump into a known working power source but the issue persisted. A red led blinked around the button and the pump vibrated at regular intervals. As a resolution, technical support planned to replace the pump and instructed the customer to use a backup insulin pump to ensure uninterrupted insulin delivery. A replacement pump with updated software was sent to the customer with instructions on storage mode and a return process for the faulty pump. The customer acknowledged the instructions and arrangement.